Manufacturer narrative:
The 1 pending device was originally reported that the device's brakes could not be engaged. Upon communication with the field service technician, it was identified that the work order was created in error. Because of this, the number of reported events has been changed from 8 to 7.

Event description:
This report summarizes 7 malfunction events, where it was reported the devices experienced brakes cannot be engaged, steer mechanism is difficult to engage/disengage or brakes difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 6 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 8 malfunction events, where it was reported the devices experienced brakes cannot be engaged, steer mechanism is difficult to engage/disengage or brakes difficult to engage/disengage. There was no patient involvement.